Manufacturer narrative:
Correction: distributor should have been checked in g2 section.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited helix extension failure. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.